Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked/broken off end cap. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump came apart during priming. Blood glucose level at the time of the incident was not provided. During troubleshooting, customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.